Event description:
Ous MDR - after an implantation time of about 77 months, it was reported that ventricular fibrillation was triggered during the exchange of the OEM device. A suspected insulation defect of the lead was observed. It was also reported that no lead anomalies had been noticed before this exchange. The lead was exchanged and returned to biotronik for analysis.

Manufacturer narrative:
During the analysis, the lead properties were checked. In the process, fraying of the insulation from the outside to the empty lumen of the lead was detected about 24 cm distal of the is-1 connector pin and is probably the insulation damage described in the complaint. The observed damage manifestation requires strong stress on the lead over a longer period of time. The position and characteristics of the damage lead to the assumption of significant mechanical stress on the lead. It cannot be ruled out that narrow bending radii of the lead body and also strong pressure and friction of the lead at the ICD housing have contributed to this damage manifestation. X-ray images or images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. The cuts in the insulation and a severely twisted inner conductor helix close to the is-1 connector pin are probably results of the explantation process. There were no indications of material defects or manufacturing errors.